Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 32 mg/dl customer's other blood glucose level was 118 mg/dl. The customer stated that the device was not making any sound when alarming. They did not hear beeps when the audio volume settings were saved. The device failed the audio test. Customer treated low blood glucose level with apple juice. It is unknown if auto mode was active or not. Customer also mentioned that the belt clip was broken. Customer declined trouble shoot for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.